Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that on october 7, 2020, during a laparoscopic surgery, the cannula (600320 irrig/suct cannula 5mm 34cm) was not suctioning at the right time and the knobs were stuck. They tried lubricating and cleaned it up but still did not work. There was no patient injury nor death alleged and the event did not led to surgical delay.

Manufacturer narrative:
Unique device identifier (UDI) - (B)(4). The suction cannula was returned for evaluation: device history record (DHR): the DHR was reviewed and no non-conformance information was provided. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed. Visual inspection showed that the cannulas were in used condition with damage/wear to the inserts, preventing proper suction. Root cause: damage to the inserts, preventing proper suction. No manufacturing, workmanship or material deficiency was identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a